Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that from being off their current pump and setting up the new pump, they had a blood glucose (bg) of 580 mg/dl. Customer took manual injections to address high bg level. Tandem technical support assisted customer in successfully installing new supplies and settings.